Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue and issue was not reproducible on-site. According to technical support, it is most likely the o2 (oxygen) sensor was not well applied and caused a leak (user's fault). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr upgraded software from 6p11 to 6p13. After that, he ran the unit for awhile and could not duplicate error. The unit is working according to manufacturing specification. No root cause has been determined at this time, since the investigation is still ongoing. No root cause has been determined at this time, since the investigation is still ongoing. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 has technical failure 401 "inspiration valve or device leaky". At this time, there is no information regarding patient involvement associated with the reported event.